Event description:
The customer requested an evaluation of the bronchovideoscope and later reported three suspected patient infections associated with it. However, no clinical details of the affected patients were provided. The bronchovideoscope was cultured; however, no results were provided. The device was quarantined. Follow-up with the customer has yielded no response at this time.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the olympus scope didn't cause any infection. The patients are fine and there is no longer a need to investigate further.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cds processes where no obvious deviations from instructions for use were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date : (B)(6) 2025 insertion section ¿ lysinibacillus telephonicus. Instrument/suction channel ¿ staphylococcus epidermidis. The device was returned to olympus for inspection, and a positive culture was confirmed based on third-party testing. The insertion section was inspected under a microscope and was found to be frayed with several scratches. Additionally, the following reportable malfunctions were identified during the device evaluation: residue inside the channel openings. A definitive root cause could not be determined. Based on the results of the investigation, there could potentially be a correlation between the actual product/device status and cause of contamination or infection. In general, device damages could be a source of microorganisms, however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.